Event description:
It was reported that during a photoselective vaporization of the prostate procedure there was a mirror break. A second fiber was used to complete the procedure with no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination of the fiber identified mild devitrification at output window on the glass tip and that the metal cap exhibits severe charred detritus adhesion on the metal cap surface, indicative of tissue contact. Misalignment was noticed in the output window. The fiber was tested with a helium-neon (hene) laser fixture, and the aim beam was visible at the fiber output window as intended. In addition, there were no indications of breakage along the fiber's length. The connector cone, segments, and tabs were in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. Based on analysis results, the as reported event of fiber break was unable to be confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Based on the analysis a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The glass cap and metal cap misalignment occurred due to temperature higher or close to epoxy degradation near the laser beam output window. Increase in higher temperature can occur when there is tissue adhesion from constant heavy tissue contact and/or a decrease in the saline cooling flow leading to continuously elevated temperature at the fiber tip near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glass cap and metal cap misalignment. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure there was a mirror break. A second fiber was used to complete the procedure with no clinical consequences to the patient.